Manufacturer narrative:
Hydraulic hose assembly.

Event description:
It was reported by service report that the hose was leaking hydraulic fluid. There was pt involvement, however no adverse consequences are reported.